Event description:
The customer reported via phone call that a motor error alarm occurred while rewinding their insulin pump. The customer's alarm history also showed several motor error alarms. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.